Event description:
It was reported that this right atrial (ra) lead was having a high capture threshold. This lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was having a high capture threshold. This lead was surgically abandoned. No additional adverse patient effects were reported. Additional information received indicates that the physician suspected of a muscle area that was maybe compromised by an injury (heart attack or scar). No patient harm reported.